Manufacturer narrative:
Depuy spine med advisor contacted the pt to gather info regarding his post-chartie outcome. The pt went to see a surgeon for removal of "bone spurs" posteriory - after which the pt developed a wound infection so had irrigatina nd deoridement of the wound (based on the pt's descroption) and then a few days later) removal of the implant (lateral approach) with donor graft and posterior fusion. The pt is doing well at this time. Device was not available for evalution and no conclusions can be made. Info was limited and no connection can be made at this time between the problems experienced by the pt and any shortcoming of the device or info supplied with the device.

Event description:
The pt had two additional surgeries post implant. The implanting surgeon was contacted and reported that the pt had early relief of pain and some inferior plate subsidence. He indicated that the pt returned to his home in another state and has had some injectins. The implanting surgeon last saw pt. He had another appointment in march but cancelled this appointment. Our investigation revealed that another surgeon revised the pt and the implant was removed.